Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as ¿high¿ on the continuous glucose monitor; although specific value was not provided. Cause was not known. Due to the elevated bg level, customer required assistance filling and loading a new cartridge onto the pump. Elevated bg was all addressed via a manual injection of insulin. Customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.